Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patients ipg was explanted and replaced with another manufacturers device on an unknown date for an unknown reason. The patient declined to provide further information.